Event description:
While using a byte day aligners, patient reported their teeth do not sit correctly without their aligners on. Side teeth do not touch and sit uncomfortably. Patient provided bite video showing right cross-bite and left posterior open bite. Gathering additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.